Manufacturer narrative:
Siemens completed a technical investigation of the reported event. The investigation revealed a very sporadic, but systematic software issue in rt image suite. Several rt image suite software versions are affected. The rt image suite software has been used by customers for years and this is the first complaint siemens has received regarding this issue. Siemens has planned to initiate a voluntary corrections and removal action to inform potentially affected customers and address this software issue. Depending on the system, the software rt image suite is running on, the customer safety advisory notice will be distributed via update sy052/21/s, ct042/21/s or mr019/21/s. Technical corrections will be developed and distributed for all affected systems. This voluntary corrections and removal action will be reported to the FDA.

Manufacturer narrative:
Siemens has initiated a technical investigation for the reported issue. According to siemens' experts, all images for rt planning must be processed in the treatment planning system (tps), a separate medical device used in later workflow. In the tps, it is easy to identify if some contours are missing and most users perform the contouring tasks in the tps, not in the rt image suite. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that after the software upgrade to the new syngo.via version (B)(4) in (B)(6) 2021, intermittent problems with the application of syngo.via rt image suite for treatment planning have occurred. Sometimes contours created in rt image suite are not saved correctly. The problem has been recognized in every case and no patient injury has been reported to date. The user alleges this problem could result in patient mistreatment, if overseen. The reported event occurred in (B)(6).